Event description:
A (B)(6) female pt contacted zoll customer support to report a service code 204. The issue was insulated to the monitor. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed upon evaluation, the belt receptacle connector was not properly seated in the j1001 connector (belt connector) on the ca (computer/analog) board. The cause of the code 204 is a disruption of communication between the monitor and electrode belt. The cause of the disruption in communication is the improperly seated receptacle connector. The root cause of the receptacle connector cannot be positively identified but is likely excessive force at the connector while the electrode belt was attached to the monitor. No adverse event resulted from the defective monitor belt connector. The pt received a replacement monitor.